Event description:
It was reported that small xia surgery was performed. After that, it was found that the rods of both sides are broken. Revision surgery was performed.

Manufacturer narrative:
Method: device history review and visual inspection. Results: no manufacturing issues were discovered. All units were designed according to stryker specifications. Visual inspection noted the lot # cannot be read on either returned rod. Both rods were confirmed to be deformed and fractured at one end. Conclusion: a plausible root cause may be patient related as the rod broke 2 years after the initial surgery.

Event description:
It was reported that small xia surgery was performed. After that, it was found that the rods of both sides are broken. Revision surgery was performed.